Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called to report that customer had high blood glucose readings, and then had to change their infusion set, and also reported that the reservoir plunger was hard to remove. Customer's blood glucose reading was 400 mg/dl, treated with a manual injection, and did not feel well. Caller did not think the insulin pump was working because the insulin pump was not helping the customer's readings to go down. The customer's blood glucose reading at time of call was 490 mg/dl. The caller declined troubleshooting. The reservoir was replaced and is to be returned, however the insulin pump was not replaced or returned.